Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced unstable cot leading to tip. There were 3 events with patient involvement; the patient experienced laceration(s) and unknown.

Manufacturer narrative:
2 pending devices were not evaluated, as the issue was identified and resolved through communication/interviews with the user facility; no defect or malfunction was found. 1 device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Section h codes have been updated.

Event description:
This report now summarizes 3 malfunction events, instead of 4. There was 1 event with patient involvement. It was originally unknown, but more information was received and the patient sustained an abrasion.